Manufacturer narrative:
Device passed self test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm or prime or fill anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received no delivery alarm. The customer¿s blood glucose level was 110 mg/dl. . They had tried changing the sites and infusion sets and all recommendations made and still continues to get no delivery alarms. The customer had tried different cannula lengths. Customer stated the tubing was not bent or kinked. The customer was advised to revert to back up plan. The device will be returned for analysis.